Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented to the operating room for system implant procedure. During implant procedure, the atrial lead exhibited high impedance. The lead was replaced successfully. The patient¿s condition post operation was stable.